Event description:
It was reported that the patient presented with degenerative disc disease with stenosis c5-6-7. The patient underwent an acdf c5-6-7 using peek interbody devices, rhbmp-2/acs and anterior plating. The rhbmp-2/acs was placed within each interbody device. There were no noted complications. The patient reportedly sustained unspecified injuries. No additional information has been provided.

Event description:
It was reported that on (B)(6)-2009, the patient underwent an anterior cervical discectomy, the bilateral foraminotomy of nerve roots and dural sac with arthrodesis using peek cages, rhbmp-2/acs, and anterior plating c5, c6, c7. The patient returned home but her pain and difficulties did not subside. The patient now suffers from chronic pain syndrome, back and neck pain, desiccated spinal discs, cardiovascular injuries, liver damage, unwanted bone growth, cyst formation, herniated bulging discs, muscloskeletal injuries, deterioration of the spine, anxiety, and narcotic dependence from prescribed pain killers. No further information was provided.

Manufacturer narrative:
Concomitant medical products: cervical plate, lt cage (implant (B)(6) 2009). (B)(4).

Event description:
It was reported that the patient underwent anterior cervical discectomy, the bilateral foraminotomy of nerve roots and dural sac with arthrodesis using cervical plating and rhbmp-2/acs, fusing c5, c6, and c7.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnosis: degenerative disk disease with stenosis c6-c7, c5-c6. Procedure: anterior cervical discectomy. Bilateral foraminotomy with decompression of nerve roots and dural sac with arthrodesis using peek cages/rhbmp-2/acs. Plating c5, c6 and c7. Preoperative and intraoperative neurometric monitoring. Per-op notes: distraction was carried out to c5-c6 first. There was an element of disc herniation, spurring posteriorly and this was compressing the dural sac. A peek cage 6mm was chosen and filled with rhbmp-2, put into position. Surgeon then went back to c4-c5, discectomy was carried out. Similar procedure carried out and a peek cage was inserted with rhbmp-2 and placed. Plating was then used. A cage tapped in position with screws.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4).